Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530, due to setting adjustment. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.